Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room (ER) and technical services (ts) was contacted for further review of device evaluation. The physician was inquiring if there was an interaction between the patients ICD and their implanted left ventricular asist device (lvad) device. Upon further review, there was found to be no interaction between the ICD and lvad devices. However, it was found that the patient was in a ventricular arrhythmia with all shock therapy delivered, thus leaving the patient in ventricular tachycardia (vt)/ventricular fibrillation (vf). Subsequently, the device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room (ER) and technical services (ts) was contacted for further review of device evaluation. The physician was inquiring if there was an interaction between the patients ICD and their implanted left ventricular asist device (lvad) device. Upon further review, there was found to be no interaction between the ICD and lvad devices. However, it was found that the patient was in a ventricular arrhythmia with all shock therapy delivered, thus leaving the patient in ventricular tachycardia (vt)/ventricular fibrillation (vf). Subsequently, the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.